Manufacturer narrative:
As reported in a research article a leaking valve was noted four years after the valve was implanted. The valve was not replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted in patient with a past medical history of calcified aortic stenosis. On (B)(6) 2019, patient examination on transesophageal echocardiogram (tee) found a non-thickened, non-leaky, non-stenosing aortic bioprosthesis, absence of an evocative image of vegetation or abscess. It was also reported that on (B)(6) 2019, no stenosing on the valve was noted by transesophageal echocardiogram (tee) , however there was leaky aortic bioprosthesis. The average vgaorta gradient is 10 mmhg. The max. Vgaorta was 17 mmhg. The aortic surface was evaluated at 1.72 cm² (0.85 cm²/m²). The aortic tvi was 50 cm. The aortic vmax is 205 cm/s. Physiological aortic insufficiency (grade 0 to 1/4). Was reported on (B)(6) 2019 and redesigned aortic prosthesis (not specifically reassessed, acceptable opening, minimal ia, vmax 2.37 m/s, average g 11 mm hg, ip = 22.9/56.3 = 0.41, sao = 1.55 cm²). The patient was admitted to the emergency room for dyspnea with diffuse edema. No coughing or spitting up, complains of somewhat diffuse chest pain. On clinical examination: regular heart sounds, minimal inaudible systolic murmur / chest pain / soft calves / orthopnea, nyha IV dyspnea / lower limb edema / bilateral crackles. On the ECG: regular sinus rhythm at 65/min, normal axis, bav1, complete left bundle branch block. No replacement despite complications. Patient status is unknown, no additional information was provided.